Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloated/ bloating"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, depression, anxiety, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, genital haemorrhage, pelvic pain, tooth disorder and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 19-oct-2018: legal complaint received: reporter information updated. Essure insertion date (B)(6) 2012 and removal date (B)(6) 2016 was added. Event bloating was clubbed with previously reported event. Events pelvic pain, genital haemorrhage, depression, anxiety, weight increased, alopecia and tooth disorder were newly added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloated/ bloating"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, depression, anxiety, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, genital haemorrhage, pelvic pain, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of ptc. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A78080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, hypothyroidism, depression, menorrhagia, late period, ovarian cyst, overweight, lower leg edema and abdominal tenderness. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal distension ("bloated/ bloating"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), dental caries ("dental problems/ tooth decay"), anaemia ("severely anemic"), vitamin b12 deficiency ("vitamin b12 deficiency"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), inflammation ("inflammation"), cyst ("cysts"), swelling ("swelling") and iron deficiency ("iron deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, depression, anxiety, weight increased, alopecia, dental caries, anaemia, vitamin b12 deficiency, ovarian cyst, arthralgia, inflammation, cyst, swelling and iron deficiency outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, arthralgia, cyst, dental caries, depression, genital haemorrhage, inflammation, iron deficiency, ovarian cyst, pelvic pain, swelling, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: it was reported the right tubal ostia where the essure device was used to cannulate the fallopian tube with ease, and it was deployed, with 6 remaining coils in the uterine cavity. The same procedure was carried out on the patient's left side, with 3 remaining coils trailing in the uterine cavity. The following information was received from social media severely anemic, vitamin b12 deficiency. Lot number: a78080 manufacturing date: 2012-12 expiration date: 2015-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal distension ("bloated/ bloating"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), tooth disorder ("dental problems"), anaemia ("severely anemic"), vitamin b12 deficiency ("vitamin b12 deficiency") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, depression, anxiety, weight increased, alopecia, tooth disorder, anaemia, vitamin b12 deficiency and ovarian cyst outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, depression, genital haemorrhage, ovarian cyst, pelvic pain, tooth disorder, vitamin b12 deficiency and weight increased to be related to essure. The following information was received from social media severely anemic, vitamin b12 deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events ovarian cyst was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal distension ("bloated/ bloating"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), tooth disorder ("dental problems"), anaemia ("severely anemic") and vitamin b12 deficiency ("vitamin b12 deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, depression, anxiety, weight increased, alopecia, tooth disorder, anaemia and vitamin b12 deficiency outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, depression, genital haemorrhage, pelvic pain, tooth disorder, vitamin b12 deficiency and weight increased to be related to essure. The following information was received from social media severely anemic, vitamin b12 deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- severely anemic, vitamin b12 deficiency. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A78080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, hypothyroidism, depression, menorrhagia, late period, ovarian cyst, overweight, lower leg edema and abdominal tenderness. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal distension ("bloated/ bloating"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), dental caries ("dental problems/ tooth decay"), anaemia ("severely anemic"), vitamin b12 deficiency ("vitamin b12 deficiency"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), inflammation ("inflammation"), cyst ("cysts"), swelling ("swelling") and iron deficiency ("iron deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, depression, anxiety, weight increased, alopecia, dental caries, anaemia, vitamin b12 deficiency, ovarian cyst, arthralgia, inflammation, cyst, swelling and iron deficiency outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, anxiety, arthralgia, cyst, dental caries, depression, genital haemorrhage, inflammation, iron deficiency, ovarian cyst, pelvic pain, swelling, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: it was reported the right tubal ostia where the essure device was used to cannulate the fallopian tube with ease, and it was deployed, with 6 remaining coils in the uterine cavity. The same procedure was carried out on the patient's left side, with 3 remaining coils trailing in the uterine cavity. The following information was received from social media severely anemic, vitamin b12 deficiency. Most recent follow-up information incorporated above includes: on 15-apr-2020: plaintiff fact sheet received. Reporter, patient demographics, medical history were added. Essure lot number were added. Added events joint pain, inflammation, cysts, swelling, iron deficiency. Updated event dental caries (previously reported as tooth disorder). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.